Event description:
Pca pump caused near death. After ostomy surgery I was given a pca device the nurse handed to me 3 times instructing me to push the button to help with a new excruciating pelvic pain in spite of having an elantra block administered during surgery. My abdominal pain was minimal but I had bruises on my left hip and could not sit down nor get out of bed. The report stated I had chronic back pain which I never have had. During the course of this pca I was losing consciousness and stopped breathing. At one point I heard someone mention I had a non-resuscitate order. The ER doctor came rushing in and I blanked out. The hospital is claiming I caused this myself by using too much drug. I wonder if the machine was malfunctioning and I do not believe any report was filed on this incident. Because of this incident the hospital would not administer me adequate pain relief for the following days in their hospital care and claimed they could not treat my pelvic pain due to insurance coverage only for ostomy surgery. I have never abused opioids, I have never taken more than 15 oxycodone 5 mg per year to keep me put of ER during bladder spasms. I was instructed to seek out patient care after I was discharged. I then spent 10 hrs in ER. Pca unit which administers drugs to patient (B)(6) has unit. FDA safety report ID # (B)(4).